Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. The console was tested thoroughly on an engineering lab bench. This included connecting/ reading the eeprom of two different pump types more than ten times, while power cycling between connections. There were no impella defective alarms triggered throughout this testing, and further review of the imc logs revealed no underlying errors while reading. The impella defective failure mode was not reproduced under normal circumstances. However, an impella defective alarm was triggered by not connecting the pump connector fully during the read of the eeprom. The root cause of the impella defective alarm in the clinical setting was most likely due to the pump connector not fully seated at the blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm with no resolution specified. There was no reported patient harm.